Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "upstream occlusion" was not reproduced. The device was tested for upstream occlusion and air test with passing results. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor values out of specification, which were unable to be calibrated due to values being too low. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion during programming/setup. There was no patient involvement. No additional information is available.